Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavy calcified, moderately tortuous, 75% stenosed right coronary artery. A 2.5x12mm nc trek balloon dilatation catheter (bdc) was going to be used for pre-dilatation, and the bdc was removed from the dispenser coil without resistance. However, prior to use, it was noted that the shaft had separated. The device was not used and there was no patient involvement. A same size nc trek balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent handling during device preparation caused the reported material separation. It should be noted that the shaft separation likely occurred after prep with contrast as the device had contrast in the balloon and throughout the device when returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.